Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device change-out procedure, over-estimation of battery longevity was observed. In (B)(6) 2018, device had 1.6 years left to eri and now prior to change out it showed little over 5 months until eri. Physician elected to replace the device before it reaches eri. Device was explanted and replaced. Patient was stable.